Event description:
The facility representative reported a flogard infusion pump with a failure code of 38. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be damaged force-sensing resistors. The force-sensing resistors were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and duplicated by baxter service personnel. The assignable cause of this condition was determined to be damage to the force-sensing resistors. Additional repair information will be submitted on a follow-up medwatch as it becomes available.